Manufacturer narrative:
Investigation summary: the complaint is unconfirmed as no defect can be seen on the pictures and there is no returned sample. A review of the device history record could not be performed as a lot number was not provided for this incident. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance. There is a CAPA raised for blood droplet formation at the luer end of the catheter adaptor. Refer to CAPA# 86124.

Event description:
It was reported that the needle detached and blood leaked and safety mechanism failed thus causing user to have blood splash on face and eyes with a bd cathena¿ 20gx1.00in straight bc. The following information was provided by the initial reporter: description from paramedic; "I have tried to recall to the best of my ability a replicate of how the cannula came apart. I do remember that it was reported that as soon as my colleague inserted the cannula the blood started to leak out the side between the pink and white part immediately before anything else had been removed. That¿s when she asked for my assistance. The cannula had then already broken into 3 parts but also somehow still held together and insitu (this is that part that I am having difficulty remembering the most). Then I do recall that I was holding onto the pink hub whilst my partner attempted to remove the sharp and white part however the sharp detached completely from the white part and when it came out of the white part it seemed to have pressure of it so flicked blood up into my face including into my eyes. The sharp was completely exposed at this point.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle detached and blood leaked and safety mechanism failed thus causing user to have blood splash on face and eyes with a bd cathena¿ 20 gx 1.00 in straight bc. The following information was provided by the initial reporter: description from paramedic; "I have tried to recall to the best of my ability a replicate of how the cannula came apart. I do remember that it was reported that as soon as my colleague inserted the cannula the blood started to leak out the side between the pink and white part immediately before anything else had been removed. That¿s when she asked for my assistance. The cannula had then already broken into 3 parts but also somehow still held together and insitu (this is that part that I am having difficulty remembering the most). Then I do recall that I was holding onto the pink hub whilst my partner attempted to remove the sharp and white part however the sharp detached completely from the white part and when it came out of the white part it seemed to have pressure of it so flicked blood up into my face including into my eyes. The sharp was completely exposed at this point.